Event description:
Caller reported blood glucose results of 319 mg/dl on compact plus system 1, 109 mg/dl on compact plus system 2 within 10 minutes. Customer used same drum in both meters. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is compact plus system 1, medwatch with identifier (B)(6) is compact plus system 2.